Event description:
Uf/ importer report # (B)(4) description: "event description: around 0330 a retrograde urethrogram was performed by dr. An image was obtained per protocol during injection of contrast. The digital portable unit #3 was used. Dr viewed the image prior to reprocessing. At that point the image became non-diagnostic. Dr was satisfied with the image and continued patient care. Neither of the doctors wanted a repeat exam. I later notified the doctors that the image was unrecoverable." Carestream health was notified by the site that an image was corrupted, became non-diagnostic, and that the image could not be recovered. The additional detail concerning the type of exam was not communicated.

Manufacturer narrative:
A workaround was communicated to personnel at the (B)(6) center on (B)(6) 2013. A carestream field engineer visited the site and turned off "fast preview mode" in the detectors used with the site's drx-revolution mobile x-ray systems. The defect only occurs when the detector is being used in "long exposure mode" (up to a 3 second exposure) and the detector is also set to "fast preview mode." The workaround is to turn off fast preview mode, or do not use long exposure mode. This software defect has been eliminated with drx-1 detector firmware version 99. (The drx-1 or drx-1c detector is the image-capture component of the drx-revolution mobile x-ray system). This new firmware version was released on (B)(4)2013. The (B)(6) center's drx-revolution mobile x-ray systems were upgraded to the new firmware version 99 on (B)(6) 2013. Therefore, the site will no longer experience this issue. A new test case was created to test for this defect to ensure that it does not recur in future software releases.